Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified a broken shell and an underweight device. A visual and microscopic analysis were performed which identified a sharp break on the radius side, wear abrasion and fold creases. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp break on the radius side due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "intracapsular rupture on the left side". Device has been explanted.